Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that the patient experienced a stroke and possible thrombus. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman ® laa closure device was deployed in the laa. One full recapture was performed as the device was too proximal. After repositioning, the device met release criteria and a complete seal was noted. Four days post procedure the patient presented to the emergency room feeling dizzy. A tac was performed and revealed a possible lacunar stroke. The patient was held under surveillance at the hospital and was reported to be walking.